Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while using the artis zee floor system. The customer reported that after the table was flooded, they observed smoke and initiated the emergency stop. Table longitudinal movements were then blocked. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed a thorough investigation of the reported event. It was determined that fluid did enter into the interior of the patient table at a gap in the cover to the table base. To prevent fluid from entering at this spot, a corrective action was already introduced to affected customers. With this corrective action, this gap is closed and is preventing fluid from entering. This action was been reported to the FDA with the following report number: 2240869-07/02/15-0021-c.